Manufacturer narrative:
(B)(4).

Event description:
The patient reported trying to charge his ins last night but could not get the system up. The patient tried using the recharger to start the system and the insr screen was flashing. The patient programmer was showing the poor communication screen and showed a "call your doctor screen." The patient did not see any error code, tried repositioning the antenna, and was not able to connect. The last time the patient felt stimulation was 2014. It was reviewed that the patient's ins could be in overdischarge and should contact his health care professional. The patient indicated he was able to recharge the ins and his hcp already talked to him about putting a new ins in. Follow-up was being conducted to determine what steps were taken to resolve the reported event. If received, a supplemental report will be submitted. Indication for use included post lumbar laminectomy syndrome.